Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition was confirmed. Based on the investigation details, the likely cause for the device running on its own was problems with rough motor bearings, which were replaced along with other components as part of preventive maintenance. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece overheated and continued to run on its own during a wisdom tooth procedure. There was no reported pt or user injury, and the procedure was completed successfully with another device.